Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of smelling insulin during bolus delivery and noticed that insulin was leaking at site. Customer reported that issue had occurred previously. Customer's blood glucose was 500 mg/dl. Infusion sets would be replaced.